Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. Upon evaluation, the power supply was defective and lacked an output voltage. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
During servicing of a charger which was returned for an unrelated issue, a reportable problem was discovered. The charger power supply was defective.